Manufacturer narrative:
Image review the still images show what appears be a pre-dilation balloon in the lad lesion.the images also shows the severely stenosis mid cx artery.no images were provided of the stent being delivered, or the stent deformation. (B)(4).

Event description:
It was reported that the physician was attempting to use one resolute integrity rx drug eluting stent to treat a calcified lad lesion, exhibiting 50% stenosis. The stent packaging and actual device were visually inspected, no issues noted. Lesion was pre-dilated. Resistance was noted advancing to the lesion, no excessive force was used. Inflation device remained on neutral pressure during delivery of the device. It was reported that the device could not cross the lesion due to stenosis located in the middle third of the cx artery. Stent deformation was noted when the device was removed from the guide catheter. The stent was on the balloon when it was removed from the patient but, after removing from the patient the stent came off the balloon. Procedure was completed with another device. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.